Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information reviewed, a cause for the reported difficult or delayed activation (deploying the clip) cannot be determined. The reported incomplete coaptation (single leaflet device attachment (slda)) appears to be a cascading effect of the troubleshooting maneuvers of the difficult to deploy. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed for difficult to deploy clip and single leaflet device attachment, requiring additional intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted without issue. A second clip was attempted to be deployed; however, during deployment, the clip would not release from the clip delivery system (cds). Standard troubleshooting was performed. The clip did not release; therefore, the physician made aggressive posterior and anterior movements of the steerable guide catheter (sgc) and the clip released from the cds. It was then noted that a single leaflet device attachment (slda) occurred, with the clip detaching from the posterior leaflet. A third mitraclip was implanted to stabilize the detached clip. The procedure ended with the mr reduced to grade 2+. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.